Manufacturer narrative:
Field follow-up has confirmed no system reprogramming and no further events however it was reported that the patient has not yet returned to swimming or intense running. The physician discussed a possible downgrade system and the patient sought the opinion of a second medical team at which time a electrophysiological study was performed but failed to illustrate any system issues. At this time, no further information concerning this report has been received. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was an athlete, specifically a runner, and received inappropriate shock therapy while running on a treadmill. The date review would illustrate oversensing observed without any specific pattern, inappropriate shock, and patient fell off the running machine. The programmed sensitivity vector suggested by the automatic setup programmer was the secondary vector. After the inappropriate shock, a new optimization based on the automatic setup would suggest the alternating vector; the system was then reprogrammed. However, the patient would suffer a new event during intense physical activity; a ventricular arrhythmia (vt) with a slow frequency around 150 bpm. Double counting was exhibited and the physician requested a manual vector analysis and additional boston scientific technical assistance.

Manufacturer narrative:
His product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. At this time, no further information concerning this report has been received. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was an athlete, specifically a runner, and received inappropriate shock therapy while running on a treadmill. The date review would illustrate oversensing observed without any specific pattern, inappropriate shock, and patient fell off the running machine. The programmed sensitivity vector suggested by the automatic setup programmer was the secondary vector. After the inappropriate shock, a new optimization based on the automatic setup would suggest the alternating vector; the system was then reprogrammed. However, the patient would suffer a new event during intense physical activity; a ventricular arrhythmia (vt) with a slow frequency around 150 bpm. Double counting was exhibited and the physician requested a manual vector analysis and additional boston scientific technical assistance.